Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations displayed disconnected mode error. A field service engineer (fse) ruled out a faulty ethernet cable and internet wall port. The fse signed into carefusion admin on windows and checked the network configuration via network adapters. The speed & duplex setting was changed from 100/half to auto negotiation, which resolved the issue. The network adapter showed as online. The station was rebooted, the fse signed into the medication application, and server communication was verified. After a few minutes, stations began showing new server queues and the error icon disappeared. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patient data was not showing on the station. However, there were no delays or adverse events or injuries reported based on this event.